Event description:
It was reported that during the implant procedure there were r-waves of 10 mv through the analyzer however when lead was connected to the device; r-waves were 2.5 mv. The lead was disconnected and r-waves were measured at 5.6 mv. Attempts to reposition the lead were made and after several attempts the fixation system began to fail. The helix could not be extracted correctly. The lead was then removed at which point the physician realized the "body's lead" and coils were twisted. Attempts to extend the helix again were made finding it very difficult as there was a blood clot in the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.